Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a total laparoscopic gastrectomy procedure, when the surgeon anastomosis the jejunum and stomach with a powered echelon, tissue milking away occurred at the anastomosis site. The tissue milking away caused not only woo zing (or bleeding) at the transaction site, but also bad staple formation. Another like device was used to complete the procedure. Surgery was prolonged five minutes. One device was discarded.